Event description:
In servicing the device, a philips field service engineer determined that the battery was exhausted. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.